Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es system displayed a fatal error. The customer stated that the user was able to remove medications for the patient, but only non-controlled substances. For controlled substances, they had to get them from another machine. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a software issue. A technical support specialist dialed into the station, took the database offline, reduced the initial file size, then successfully shrank and backed up the database on the c drive to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.